Event description:
Caller states during a correlation study, the following coaguchek/lab values were obtained: patient 1: 2.5 inr/2.0 inr. Patient 2: 3.0 inr/2.2 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No information provided for patient 2.